Manufacturer narrative:
(B)(4). Concomitant medical products- vngd cr tib brg 10x63/67, catalog# 189060, lot# unk; biomet cc I-beam tray 71mm, catalog# 141223, lot# unk; series a pat std 31 3 peg, catalog# 184764, lot# unk, reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Reported issues are related to the procedure and are not abnormal to the procedure. No failure detected with the devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2018-05806, 0001825034-2018-05779, 0001825034-2018-05778.

Event description:
It was reported that patient underwent a knee arthroplasty, and subsequently had an overnight hospital stay due to weakened dorsi flexors and plantar flexors. Attempts have been made and additional information on the reported event is unavailable.